Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation.the patient reported that the alleged error 4 message first occurred ¿a few days¿ prior to contacting lfs. The patient manages her diabetes with a combination of medications including ¿humalog, lantus and onglyza¿ and denies making any changes to her usual diabetes management routine as a result of the error 4 message. The patient stated that ¿1 hour¿ after the product issue began she developed the symptom of ¿felt ill¿. The patient denied receiving any treatment.at the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the test strips were stored correctly and the test strip completely drew in the sample. The cca walked through a retest with the patient and the issue was unresolved. Replacement products were sent to the patient.based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.